Event description:
The device provides a needleless system to connect a vial to an IV bag to reconstitute the drug and add it to the bag. One squeezes the bag to force fluid into the vial. Then, air is forced into the vial to displace the fluid from the vial back into the IV bag. A nurse returned it with attached bag and drug vial. This adaptor must be missing a check valve because fluid returned into the vial when hung. This meant the pt would not receive a complete dose. The sample is available.